Event description:
It was reported the buckle on the band was broken. Another band was used to complete the case. The procedure was prolonged for 5 minutes. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.